Event description:
It was reported via a trial that the day after the implantation of the xact stent in the right internal carotid artery, the patient experienced a transient ischemic attack with left sided weakness and altered mental status. The CT scan of the head revealed no acute abnormality. The event resolved the same day without intervention, but the patient was discharged three days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: heparin. Embolic protection: emboshield nav 6 (22438-19, lot # 0101951). The stent remains inside the patient. Transient ischemic attack (tia) may occur during this type of procedure and as listed in the device instructions for use, tia is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.